Manufacturer narrative:
The returned device was evaluated. During evaluation, the unit was able to power on using batteries; however, the led segment on the led digits failed to illuminate. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. The failure was isolated to component (d5) of the instrument board. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Event description:
It was reported that device missing the 7-segment on the display. No known impact or consequence to patient was reported.